Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
A follow up voluntary report was received on 10/12/2023.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5146124 & mw5146125. B5: describe event or problem - additional information. E4: initial report also send to FDA - additional information. G2: report source/report source other - additional information. H2: additional information.